Event description:
It is reported that a customer has issues with removing the battery cap off their insulin pump. The patient's blood glucose level was at 143 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads ,minor scratches on display window and cracked case near display window corners noted during visual inspection. Damaged battery cap coin slot. (B)(4).